Event description:
This unit was returned for preventative maintenance. There was no patient harm reported. During the repair evaluation, it was discovered that the unit's power switch was causing the alarm to operate intermittently. The switch was replaced to correct this problem. This malfunction was discovered on the technician's bench, there was no patient involement.